Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Based on the received information from the field, the recipient underwent a re-insertion surgery due to a partial migration of the active electrode out of cochlea. However, during the surgery the electrode was accidentally damaged and therefore the device was explanted. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device is affected. Changes in art and decrease in speech discrimination on basal channels has been observed. A re-positioning of the array was planned as there were 3 extracochlear contacts. While the surgeon was dissecting the soft tissue off the electrode lead she accidentally nicked the electrode lead so she decided to explant this device and put in new one; the surgeon achieved a full insertion with ease. Surgeon noted electrode lead had adhered to flap/ scar and thinks it pulled it out.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.